Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received that a mayfield skull clamp was involved in an incident causing a patient to incur a laceration. The health care professional reported that "the laceration wasn't from the mayfield". Despite multiple attempts to obtain additional information none was received.